Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: there were no unusual alarms duplicated during investigation. The battery cap was not returned; therefore, a test battery was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an unspecified issue with an alarm. No further information as provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.